Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the catheter adapter. The patient was seen postoperatively for pd catheter placement, and it was discovered the catheter was disconnected from the transfer set. The reporter stated it was ¿assumed the or staff had not tightened it sufficiently¿. Subsequently, the patient developed peritonitis. The transfer set was changed. There was no damage noted to the catheter or transfer set. It was not reported if the patient was hospitalized for the peritonitis. Treatment was not reported. At the time of this report, the patient outcome was not reported. According to the reporter the pd catheter was not changed. No additional information is available.